Event description:
The user facility reported that prior to a patient procedure the table began to tip. The facility's staff observed the tipping movement and were able to return the table to level. The procedure was completed successfully and the table was removed from service. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the table and found the table top to have excessive movement in all directions. He also noted that the table did not have factory applied warning labels present. The technician discussed with several user facility personnel the current condition of the table and advised the user facility not to return the table to service and offered to perform the necessary repairs to the table in order to return it to service. The user facility advised the steris technician that they would address the issues noted with the table. The user facility staff stated that the tipping occurred after the facility staff had positioned the patient on the table they disengaged the floor locks in order to relocate the table. The table subject of the reported event was manufactured with the warning label stating: "tipping hazard-do not use the table unless floor locks are engaged". The operator manual states (pp.1-1), "do not release floor locks while patient is on table." The account manager discussed the reported event with the user facility and the condition of the table. She cautioned them the tipping event occurred because the table floor locks were unlocked. In addition, the account manager discussed quotes for a purchase of a replacement table. The table is not under steris service contract. There is no record of steris performing service or maintenance on the table.